Event description:
It was reported that: the patient was hospitalized due to increased abdominal and flank pain. It was then revealed that a limb of the greenfield filter had migrated against the l2 vertebra, partially out of the inferior vena cava (ivc) perforating the duodenum with legs protruding inside second and third portions of duodenum. Surgery was performed for removal of the greenfield filter, ivc pericardial patch venoplasty, and duodenal resection and repair.

Manufacturer narrative:
Field change: a1, d4.

Event description:
It was reported that: the patient was hospitalized due to increased abdominal and flank pain. It was then revealed that a limb of the greenfield filter had migrated against the l2 vertebra, partially out of the inferior vena cava(ivc) perforating the duodenum with legs protruding inside second and third portions of duodenum. Surgery was performed for removal of the greenfield filter, ivc pericardial patch venoplasty, and duodenal resection and repair. It was reported that ivc filter was removed. Patient experienced flank, abdominal, chest and back pain syndrome and psychological upset.